Event description:
Philips received a complaint on the v60 ventilator indicating that a 1102 "primary alarm failed" error occurred at power on self-test (post). There was no patient involvement at the time the issue was discovered. An authorized service provider (asp) was dispatched onsite to evaluate and repair the device. Upon arrival, the asp looked at the logs and confirmed that a 1102 "primary alarm failed" error occurred at post. The asp discovered that the alarm connection to the power management pcba was disconnected, so the asp reestablished the connection and confirmed that there were not any errors on the startup screen. The device passed the required performance verification tests per philips standard and was returned to service.